Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, cardiac surgery, peripheral artery disease, pacemaker implant, bundle branch block, and previous stroke.. Complications reported included death, myocardial infarction, stroke, heart failure, thrombus, cardiac tamponade, vascular dissection, pericardial effusion, renal failure, coronary occlusion, bleeding, surgical intervention (additional valve required), hospitalization/prolonged-hospitalization, device embolization, perivalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Codes removed: health effect-clinical code: 4580. Medical device problem code: 2993.

Event description:
The article, "clinical impact of prosthesis oversizing in self-expanding intra-annular transcatheter aortic valve replacement", was reviewed. This research is a retrospective multicenter study to evaluate the impact of prosthesis oversizing on procedural and clinical outcomes in patients undergoing transcatheter valve repair (tavr) with the portico and navitor transcatheter heart valves (thvs). The devices included in this study were the navitor valve and portico valve. The article concluded that patients undergoing tavr with self-expanding (se) intra-annular thvs, low-oversizing was associated with higher technical success and fewer valve-related complications. [The primary and corresponding author was ander regueiro, department of cardiology, cardiovascular clinic institute, institut d'investigacions biomedics august pi I sunyer (idibabps), hospital clinic de barcelona, carrer de villarroel 170, barcelona 08036, spain, with corresponding email: aregueir@clinic.cat.] This study included patients who underwent tavr with se intra-annular thvs from 01 october 2017 to 30 september 2024. A total of 400 patients were included in this study, of which all received an abbott device. The average age was 83 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, cardiac surgery, peripheral artery disease, pacemaker implant, bundle branch block, and previous stroke.

Event description:
The article, "clinical impact of prosthesis oversizing in self-expanding intra-annular transcatheter aortic valve replacement", was reviewed. This research is a retrospective multicenter study to evaluate the impact of prosthesis oversizing on procedural and clinical outcomes in patients undergoing transcatheter valve repair (tavr) with the portico and navitor transcatheter heart valves (thvs). The devices included in this study were the navitor valve and portico valve. The article concluded that patients undergoing tavr with self-expanding (se) intra-annular thvs, low-oversizing was associated with higher technical success and fewer valve-related complications. [The primary and corresponding author was ander regueiro, department of cardiology, cardiovascular clinic institute, institut d'investigacions biomedics august pi I sunyer (idibabps), hospital clinic de barcelona, carrer de villarroel 170, barcelona 08036, spain, with corresponding email: aregueir@clinic.cat.] This study included patients who underwent tavr with se intra-annular thvs from 01 october 2017 to 30 september 2024. A total of 400 patients were included in this study, of which all received an abbott device. The average age was 83 years. The majority gender was female. Comorbidities included arterial hypertension, diabetes, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, cardiac surgery, peripheral artery disease, pacemaker implant, bundle branch block, and previous stroke.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: clinical impact of prosthesis oversizing in self-expanding intra-annular transcatheter aortic valve replacement b2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.